Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the person with diabetes (pwd) experienced repeated line-blocked alarms overnight, with the issue temporarily resolving when resuming use of the current cassette before recurring. He replaced the infusion set and site, which stopped the alarms. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved.